Manufacturer narrative:
Internal file number (B)(4). Correction: lot number was updated from 90110u188 to 81207u151. Evaluation summary: all available information was investigated, and the reported mechanical issue was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contribute to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported clip open while establishing final arm angle (efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other mitraclip xtr referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 90110u188) was advanced to the mitral valve. While establishing final arm angle (faa), it was confirmed that the lock lever was closed; however, the clip opened. The clip was not implanted and the cds was removed and replaced. The second cds (90110u189) was advanced to the mitral valve. After establishing gripper line removability, the lock line was attempted to be removed. After approximately 10-20 cm was removed, the lock line got stuck inside the clip delivery system (cds) and a knot was suspected on the lock line. The clip was not implanted and the cds was removed and replaced. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.